Manufacturer narrative:
E1: (B)(6) e1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a black screen during maintenance of an olympus gastrointestinal videoscope. There was no patient involvement.